Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection could not confirm the reported complaint. During the visual inspection it was found that the downstream occlusion seal was delaminated. The downstream occlusion seal was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line sensor error. There was unknown patient involvement.